Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specification with no anomalies identified. The internal data was reviewed and showed that impedance was ok prior to day of explant. Product analysis was completed on the returned lead. .only portion of the lead was returned for analysis. Another portion of the lead, including the electrode array was not returned so analysis on these unreturned portions could not be performed visual analysis of the returned portion of the lead identified an abraded opening in the outer tubing. Dried bodily fluids were identified in the lead with no other point of entrance beyond the cut ends of the lead and the abraded opening. . It was noted that the connector boot portion of the lead was cut/torn with the lead wires exposed, which was noted to be possible explant related damage. A broken strand was identified in the lead coil at this point but was noted to be likely caused by forces exerted on the lead (during surgery). Product analysis was not able to verify the presence of a lead fracture. It was noted that the exposed wires at the torn connector boot may have been the cause for the reported low impedance. No other anomalies were identified. It was noted that the patient underwent another surgery to remove the remaining portion of the lead and replace the lead. During this operation the patient's vagus nerve was cut. (The cut vagus nerve is housed and reported in MFR report #1644487-2021-00506) the explanted lead during this second surgery was discarded. No further relevant information has been received to date.

Event description:
It was reported that low impedance was seen during a planned generator replacement a lead fracture was visualized. The lead and generator were explanted. The suspect products were received for analysis but analysis has not been completed on the returned products to date. No further relevant information has been received to date.